Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The device was tested on a gen04 and automatically activated the hand switch assembly. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regualr basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic nissen, the device did not work. Another device was used to complete the case. There was no consequence to the patient.